Manufacturer narrative:
(B)(4). Batch # r9325n. Investigation summary: the device was returned with the upper jaw detached and returned and I-blade upper tip broken lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # r9325n. A manufacturing record evaluation was performed for the finished device batch number and no non-conformance's were identified.

Event description:
It was reported that during a laparoscopic vaginal hysterectomy the jaws of enseal locked on tissue. The device was not on a vessel or artery. When pulled apart, the top jaw fell off of device. Everything was retrieved from patient. It is unknown if a similar device was used to complete the procedure which was completed successfully. There were no adverse patient consequences.